Event description:
It was recommended by a doctor after giving birth to my last son, that I needed a tubal ligation because of my health issues. I've had two bladder repairs and my uterus was close to rupturing during delivery. The doctor told me I wasn't able to have any more children. I had the essure placement in (B)(6) 2013, and the confirmation in (B)(6) 2014. I am currently pregnant. It wasn't even 3 months after the doctor and radiologist both confirmed my blockage. I now have to go to (B)(6) for closer observation due to being considered high risk.